Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care provider (hcp) for this patient reported that the patient implanted with this device recently experienced a syncopal situation. Device performance history was reviewed, and no shocks had been recently given to the patient, with no recent episodes present. The device had been programmed to vvi-45, with the patients' intrinsic rate nearing that rate. Technical services discussed programming recommendations. No further information was available.